Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple inaccurate fill estimates. Reportedly, the customer would load the cartridge with 180-240 units of insulin, and within the day, the insulin gauge would deplete to 0 units of insulin. The customer reported a blood glucose level of 350 mg/dl with ketones, which was addressed with a manual injection, water, and exercise. During the time of the call, the customer reported the issue was no longer occurring.